Event description:
It was reported that the port was being used for chemotherapy. The pt was hospitalized for infection, and the cause was indicated to be from "desolidarisation" of the catheter. The catheter was retrieved from the pt via a surgical procedure. There were no reported pt complications.

Event description:
It was reported that the port was being used for chemotherapy. The pt was hospitalized for infection, and the cause was indicated to be from "desolidarisation" of the catheter. The catheter was retrieved from the pt via a surgical procedure. There were no reported pt complications.